Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no patient involvement. The biomedical technician checked the drainage hose and performed tmp calibration and was unable to replicate the issue. There were no parts replaced on the device by the technician and the machine was returned to service.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The customer checked the drainage hose and performed tmp calibration and was unable to replicate the issue. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.